Manufacturer narrative:
(B)(4). Batch # r59v3t. Investigation summary: the analysis results found that the ntlc75 instrument was received with no apparent damage and with three sr75 reloads present. Reload sr75 (b) had the swing tab in the locked position, the proximal 40 drivers up and the remaining drivers were down with staples present. Reload sr75 (c) had the swing tab in the locked position, the proximal 50 drivers up and the remaining drivers were down with staples present. Reload sr75 (d) had the swing tab in the locked position, the proximal 37 drivers up and the remaining drivers were down with staples present. The device was tested for functionality with the returned reloads and fired without any difficulties. The staple and cut lines were complete. However, the staple lines in reloads b and d showed that several staples did not meet the staple form release criteria. In addition, the device was tested for functionality in the three staple height selector positions with test cartridge reloads and achieved its firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria on the three firings. Although no conclusion could be reach on what caused the condition of malformed staples. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment a manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during the radical gastrectomy surgery, could not fire farther after fired 1/3 when severing tissue on the 2nd firing. Another two reloads were used to continue, but the event happened again. Changed the new gun to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
Product complaint #(B)(4). Summary of additional device evaluation: product complaint device was received for additional engineering analysis to confirm if malformed staples were caused due to misalignment between the cartridge channel and the anvil channel. The device was visually inspected, and no apparent damage was noted. The device was analyzed and no misalignment between the cartridge channel and the anvil channel was observed when the device was closed. The reported condition could not be confirmed.